Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was performed by the manufacturer. The manufacturer found fine hair like contamination on the exterior of the iso port, discoloration on the interior surfaces of the bottom and rear panels, fine white dust like contamination on blower and within blower box, fine black dust like contamination within the blower box consistent with keratin, evidence of fluid ingress and mineral deposits on blower and in blower box. The device's downloaded event log was reviewed by the manufacturer and found the following error code e-191, e-73. The device was applied power and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirms the presence of dust like contaminants, evidence of fluid ingress, and mineral deposits within the airpath. In the initial report patient allegation of headaches, ear pain, forehead/eyes/cheek/chest pain, coughing, mucus, vision and hearing changes, upper respiratory infection symptoms, and visualization of black particles were not mentioned. In this report clinical symptoms of same have been updated.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.